Event description:
It was reported that, "used instrument to tightening down drill bit and it broke off. Broach handle would not stay locked onto the broach. It kept disengaging."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same patient/event as MFR # 2249697-2010-01145.